Event description:
It was reported to boston scientific corporation that a radial jaw 4 large capacity biopsy forceps device was used during a bronchoscopy with biopsy procedure performed on (B)(6) 2011. According to the complainant, upon removing the device from the package, it was noted that the forceps were unable to be opened. These forceps were never used on the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; jaw bent.

Manufacturer narrative:
(B)(4) for the evaluation finding of jaw bent. A visual examination found that the device returned with one jaw bent at the throat and the handle not completely snapped closed. Functionally, when actuated, the jaws opened, but were misaligned, and failed to close properly due to the bent jaw. No abnormalities were noted with the device riveting and welding which were within specification. The condition of the returned incident device was not consistent with the complaint that the jaws failed to open. However, the evaluation found that one of the jaws was bent. There are controls in the manufacturing process that exist to limit product performance issues. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.